Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the luer adapter was detached. It was reported that the third port adapter broke loose from tubing when the nurse tried to remove the IV (intravenous) line from it. It was also indicated that the nurse was having trouble, trying to disconnect the IV tubing from the pigtail hub on the dialysis triple lumen port. After a couple of seconds of wiggling the IV tubing in attempts to get free, the pigtail hub broke off from the tubing, and new triple lumen dialysis catheter was placed after removal. It was reported there was no patient injury.